Manufacturer narrative:
It was not possible to investigate the complaint as no samples were returned for evaluation. If the samples are returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible for both devices as the lot numbers were unknown. Review of the sterilization certificates was not possible for both devices as the lot numbers were unknown. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The clinician (B)(6) hospital, (B)(6) called up to say that he is revising the codman sunt + bactiseal catheter ( *23184+823072) due to infection.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected: biological debris was noted inside the valve mechanism as well as needle holes in the needle chamber. The valve was hydrated for 24 hours. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, the valve leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusion noted, but some biological debris was flushed out. The valve was reflux tested. The valve failed the test. The valve was dried. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Review of the history device records confirmed the valve product code 82-3184, with lot cvcb3w, conformed to the specifications when released to stock in 17th march 2016. Review of the sterilization certificate conformed to the specification when released on the 15th march 2016. Review of the history device records for the bactiseal catheter was not possible as the lot number was unknown. The root cause for the pressure problem noted during investigation is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.